Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 5mg/ml morphine at a dose of 0.25mg/day via an implantable infusion pump for malignant pain. It was reported that during the pump implant the hcp complained that they thought the catheter (8780) utilized was "defective" (even though there was some cerebrospinal fluid (csf) backflow) because the hcp could not confirm catheter patency during the implant so it was an out of box failure. A different catheter (8781) was utilized and worked fine with good csf backflow. It was reported the catheter was being sent back to the manufacturer to be analyzed. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant component includes: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. Of note, only the catheter was returned for analysis. Evaluation of implantable catheter serial (B)(4) revealed the following: as received, analysis identified an occlusion in the distal segment consistent with either dried drug, blood, or other foreign material. The occlusion broke loose during decontamination, and the segment passed subsequent patency testing in the lab. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the device system; the other relevant components include:. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the surgeon felt the needle was introduced intrathecally but cerebrospinal fluid (csf) was not flowing through the original catheter used during surgery. The surgeon then concluded after more attempts that something was wrong with the catheter and then decided to use a different catheter. It was reported the rep was waiting on the return boxes to send the product back to the manufacturer. No further complications were anticipated/reported.